Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. Cannot fire the circular stapler after fully closing. The space between the cartridge and the anvil was closed and the green bar was visible in the indicator window. The anvil could not be tilted after firing. The anvil was not bent. The stapler sizers were not used. In order to resolve the issue and complete the case, changed to another circular stapler. There was no patient harm.